Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.7 mmol/l. The customer was using the insulin pump within 48 hours of low blood glucose event. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.